Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the returned product. The drill bit had fractured into two pieces. The drill bit also has multiple scratches and wear marks indicating wear and tear from use over ti. The device history records for part 32-423228, lot zb101203 were reviewed for deviations and/or anomalies with the following unrelated anomalies/deviations identified: 1 piece with overcut was scrapped remaining items were then accepted at the completion of manufacturing. The product has fractured due to bending overload as confirmed by fracture analysis however, it is unknown at this time when or how the product has fractured as it was noted that there were multiple initiation sites. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was returned fractured and the weld was broken. No further information has been made available at this time.